Event description:
It was reported to boston scientific corporation on may 18, 2006 that an rx dilatation balloon was used during an endoscopic papillary balloon dilatation (epbd) procedure in 2006. (Patient age, gender and weight unknown). According to the complaint, the balloon was ruptured at 3-4atms when the physician applied pressure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good"

Manufacturer narrative:
An attempt to inflate the balloon under water using 118psi of air failed. A visual examination of the balloon showed that the balloon had burst. A longitudinal tear extending from the proximal to the distal end of the balloon could be seen.